Event description:
Rptr has had experience with this device previously before they began using it. Rptr is a diabetic (1) and has recently been using the paradigm system which is the 512 insulin pump and the blood glucose monitor. The meter has been giving false readings. They indicated the meters will indicate a reading in the "30's or 40's" when the meters should read in the 70's or 80's. Continuously gets "e 3s" from the test strips which falsely indicates a failure. Rptr has discussed the problems with medtronic customer svc office on several occasions. Rptr has received 5 replacement meters and still does not feel they have a properly working system. Following use of the 3rd replacement, medtronic told rptr they must not be following the instructions properly. The fourth system rptr received from medtronic reportedly contained updated software. However, this edition also gave inaccurate readings. Following discussions with medtronic customer svc office, they suggested that rptr try and use another MFR's (sweden MFR) product. Rptr is currently using an older meter.